Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 504 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection prior to hospitalization. The customer stated that they later found that the cannula was bent. The customer stated that the emergency medical services were called. The customer's blood glucose was below 300 mg/dl at the time of hospitalization. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump during hospitalization for less than 48 hours. The customer stated that they took the insulin pump off prior to hospitalization. The insulin pump will not be returned for analysis.